Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the anvil of the device did not reattach after firing, resulting in it remaining in the patient's rectum. Physician manually and endoscopically retrieved it.